Event description:
The following has been reported: nurse reported: "per nursing report, upon priming reclast, the tubing broke off from the distal y-site connection. This resulted in a hazardous medication exposure. Replaced the tubing, unsure about the medication." Injury/adverse reaction: no. Active infusion stopped: no. Drug: reclast. A preliminary review identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample was available for evaluation. A picture was provided by the customer. Per the picture evaluation, the tubing was completely separated from the y-side. The customer complaint is confirmed. The most probable root cause of the reported incident is related to the lack of solvent application during the manufacturing process. The operator did not perform the joining operation correctly. The current process controls detection include 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. The batch record: fa25e06148 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.